Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished devicel lot number and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hepaticojejunostomy procedure, two shots were made with the tlc but the staple line did not form correctly and was bleeding. The staple line was complete but throughout the staple line, hemostasis was not effective. This resulted in the action taken by the surgeon to reinforce the whole suture line during the procedure with manual suture. There was no patient consequence.